Event description:
During a procedure the physician used a cougar wire, two balloons and an unknown brand of stent to treat the patient. Post procedure while the patient was in recovery area he suffered from cardiac arrest and required cardio version. Patient has since received another stent in the same vessel and is doing well. No other clinical sequelae reported.

Event description:
The patient did get hypotensive and have st segment elevation but never fully lost consciousness or had any cardiac arrest as previously reported. Also reported that there was no issue with the medtronic wire.

Manufacturer narrative:
Evaluation results/conclusion: inconclusive, investigation in progress, device not returned for evaluation. Date of event - asked but unknown. (B)(4).

Manufacturer narrative:
Result, conclusion: physician confirmed there was no mdt device malfunction.